Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced events of kinked cannula with 6 infusion sets upon insertion. Patient noticed symptoms within 3 hours of insertion. Patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 6.